Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer running patient samples when the leak was identified. The volume of the leak was approximately 50ml and was not contained within the instrument. The operator was wearing gloves, face shield and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak under the blood sampling valve (bsv) and a broken rinse block for the probe wipe assembly. The fse cleaned the area and replaced the probe wipe rinse block. The instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).